Manufacturer narrative:
It was reported the sample quality was ok. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys total psa immunoassay and elecsys free psa immunoassay results on a cobas e 411 immunoassay analyzer. The initial total psa result was 8.41 ug/l. The first repeat result was 2.35 ug/l. The second repeat result was 2.35 ug/l. The initial free psa result was 0.64 ug/l. The first repeat result was 0.31 ug/l. The second repeat result was 0.30 ug/l. The initial results were reported outside of the laboratory. The doctor requested that the sample be repeated. It is unknown which results were deemed correct. The reagent lot numbers and expiration dates were requested but not provided.

Manufacturer narrative:
The alarm trace showed several sample clot alarms. The customer stated the issue has not reoccurred. The investigation could not identify the root cause of the issue.